Manufacturer narrative:
(B)(4).

Event description:
Dexcom received a report through pending field action from the patient on (B)(6) 2016 to claim no audio output on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available

Manufacturer narrative:
(B)(4). Correction to remove "death"

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.